Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. This MDR submission is a late submission. A CAPA has been issued.

Manufacturer narrative:
This follow up report is report that this MDR is a duplicate of MDR # 3013111692-2022-14151 please disregard this report due to this being a duplicate report.